Event description:
It was reported that during a gastrectomy procedure, one of the staple lines had unformed staples at the first firing. It was completed by additional suture. There was no adverse consequence to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.